Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was over 500 mg/dl, 450 mg/dl and 520 mg/dl. The customer treated high blood glucose level by changing the set and giving 5 units of bolus. The customer stated that they changed the set and the cannula was bent and the line looked blocked. The device will not return for the analysis.